Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 3. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.